Event description:
Reporter indicated that a patient's vns diagnostics revealed high lead impedance on (B)(6) 2011. As a result, the patient's device was permanently disabled on this day. Prior to the high impedance being observed, the patient was last seen in (B)(6) 2011 and the vns diagnostics were ok/normal. No trauma or patient's manipulation was reported. It was noted that in (B)(6) 2011, the patient underwent surgery of esophagea (unrelated to vns) in the neck area. X-rays were performed and radiologist's assessment found no problems with vns, but the x-rays were not forwarded to the manufacturer. The patient is being referred for full vns revision surgery. However, the surgery date has not been scheduled thus far.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.